Manufacturer narrative:
The pump passed the displacement test and test p-cap locks properly in place in the reservoir compartment noted.; however, partially broken retainer ring was noted during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring, serial number label missing, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Thump software was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 alarm during testing. In further analysis in the pump history found pump error 37 alarm on (B)(6) 2024 at 18:30:00.000, pump error 43 alarm on (B)(6) 2024 at 18:30:00.000 and pump error 42 alarm on (B)(6) 2024 at 18:30:00.000. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed required testing. Customer alleged for pump error 37, 43 and 42 alarm was confirmed in the pump history, problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced pump error 37, pump error 42 and pump error 43 alarms. Troubleshooting was performed and the customer was able to clear the error alarm(s). Customer was able to complete the rewind process as well and pump passed the displacement test. No harm requiring medical intervention was reported. . The customer will discontinue use of the pump and revert to backup plan as per the health care professional instructions and serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.